Event description:
After deployment of the three-piece modular graft, a proximal type I endoleak was viewed. The pt's aortic anatomy was characterized by a short neck measuring less than 15 millimeters, and an angle of 70 degrees relative to the long axis of the aneurysm. Another manufacturer's stent was deployed within the main body graft in order to secure a seal excluding the aneurysm. Final angiogram noted a minimal proximal endoleak, but was felt it would seal off. Procedure was concluded.